Event description:
A us dist contacted zoll to report that a (B)(6) pt experienced an inappropriate defibrillation event. The pt was treated at 08:27:37. The rhythm at the time of the treatment was atrial fibrillation (af, 220 bpm) with a rapid ventricular response. The high rate of af contributed to the false detection. The response buttons were used intermittently, but not immediately prior to the treatment. It is unk if the pt required med intervention. The pt continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 09/2011. Electrode belt (B)(4): 11/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.